Manufacturer narrative:
This device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. One non sterile cypher select + 3.50x13mm was received coiled inside a plastic bag. The unit was received wavy; however this condition could be related to the way the unit was sent for analysis. The stent was received in a different plastic bag. The balloon was previously inflated. The bumping and crimping marks can be seen in the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer was not confirmed since there was evidence of that balloon was already inflated. The cause of the failure could not be conclusively determined; it is likely that procedural factors could contribute with the issue experienced by the customer. Neither the DHR review nor the analysis suggests that the issue is related to the manufacturing process. Therefore no action was taken. Additional information regarding the procedure is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that a 3.5x13 mm cypher select + stent dislodged in the guiding catheter while attempting to withdraw the stent. The physician withdrew the guiding catheter and the stent together. A (B)(4) was used to complete the procedure successfully. The lesion was in the proximal rca with 80% stenosis. The physician used cordis jr3.5 guiding catheter to reach the lesion. He used steel needle to make several side holes at the guiding catheter tip. When the physician advanced the stent to the guiding catheter tip, he felt friction, and could not go further. There was no impact or consequence to the patient. Multiple attempts to retrieve detailed procedural information were unsuccessful. Product information for the cordis guiding catheter was not available. The reporter could not provide any information regarding any attempts to inflate the balloon at any time during or after the procedure. One non-sterile cypher select + 3.50x13 mm was received coiled inside a plastic bag. The unit was received wavy; however this condition could be related to the way the unit was sent for analysis. The stent was received in a different plastic bag. The balloon was previously inflated. The bumping and crimping marks can be seen in the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer was not confirmed since there was evidence of that balloon was already inflated. The reporter did not indicate that inflation was attempted. The cause of the failure could not be conclusively determined. Based on the information provided, the holes made by the operator in the guiding catheter could have caused the friction and obstruction experienced while advancing the stent resulting in dislodgement of the stent inside the guiding catheter. The obstruction in the guiding catheter could not be without the guiding catheter for analysis, it could not be determine if the obstruction in the guiding catheter could be related to the manufacturing process. However, the holes made by the operator to modify the design of the catheter could have contributed to the reported failure. Neither the analysis of the cypher stent nor the information available for review suggest that the reported failures could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
The report received from the affiliate indicated that a 3.5x13mm cypher select + stent dislodged in the guiding catheter while attempting to withdraw the stent. The physician withdrew the guiding catheter and the stent together and changed cordis (B)(4) to complete the procedure. The lesion was in the proximal rca with 80% stenosis. The physician used cordis jr3.5 guiding catheter to reach the lesion. He used steel needle to make several side holes at the guiding catheter tip. When the physician advanced the stent to the guiding catheter tip, he felt friction, could not go further. There was no impact or consequence to the patient.